Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of 91 mg/dl, 222 mg/dl, 27 mg/dl and 255 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of 91 mg/dl, 222 mg/dl, 27 mg/dl and 255 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Dhrs (device history record) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Section d4 (expiration date) was updated as it was incorrectly documented in the previous (initial) report.